Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that during surgery after setting the pole screw a small metal piece broke off of the tip of the screwdriver while removing the screwdriver. Review of received data: no medical data such as surgical notes or any other case-relevant documents received devices analysis: visual examination: the setting instrument has been returned for an investigation. The tip of the instrument has broken off and has been returned as well. Additionally, there are some signs of usage. The shoulders at the tip of the instrument are slightly deformed. See pictures attached. Review of product documentation : the surgical technique (doc# 06.01205.012) for the pole plug instrument was reviewed. It is explicetly indicated on the figures of the instruments, that the instruments should not be hit. This device is intended for treatment. Conclusion summary: the setting instrument has been returned for an investigation. The tip if the instrument has fractured off. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. It might be possible that during connection the fixation screw or pole plug to the pole plug setting instrument, a too high impaction or bending force has been applied, leading to the fracture of the tip of the instrument. The components should be connected manually, whilst making sure that the slot of the plug or the laser marking on the fixation screw are aligned with the line mark on the tip of the pole plug setting instrument. Additionally, no bending forces should be applied during screwing in the pole plug and removing the setting instrument. The surgical technique explains the user that the instrument is not to be impacted. There is also a do not hit laser marking directly on the instrument. Moreover, a contribution of design specifications to the fracture of the instrument is possible. The surgeon might have a limited visibility of the plug during insertion with the setting device due to the design of the tip of the instrument. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and preventive actions. A hhe has been performed. It was determined that no field action is required, as there are no immediate and long range health consequence. Moreover, the likelihood of injury occurring is improbable and the severity based occurrence rate is acceptable. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that after setting the pole plug in surgery, a small metal piece of the tip of the pole plug setting instrument broke off while extracting/unscrewing the instrument. Attempts to obtain additional information have been made; however, no more is available.